Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue found (usb pin damage).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge remains at 100% despite the pump being in use and then suddenly drops to 20%. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump until the replacement pump is received.